Event description:
The facility's biomed technician reported an infusion pump with failure code 528 during pt use. There was no medical intervention necessary or pt injury reported. A bag and tubing were used during the infusion. An unknown solution was infused at a rate of 22ml per hour with an unknown volume to be infused. Add'l contact info was requested but no add'l contact was identified. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.